Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was unable to flip the 30-degree endoscope from the camera or surgeon console. The customer had reseated the endoscope and sterile adapter with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to reseat instrument and adapter again and to cancel guided tool change. Customer informed they were using a 0-degree endoscope and will try that later. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was using the endoscope on a down position when the issue occurred. He got frustrated and rushed the case to finish without trying to troubleshoot in any way. No information on scope was taken. Since the event, all 30-degree endoscopes were working properly.

Manufacturer narrative:
An intuitive surgical, inc (isi) field service engineer (fse) followed up with the customer to confirm issue was resolved. Customer stated that no further troubleshooting was performed, and case was completed using the 0-degree endoscope. Customer will monitor and follow up if issue reoccurs in the future. No site visit was conducted. The system was working properly, and no additional action was required. Isi has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. ,